Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/07/2023, 07/17/2023 and 07/27/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that there is a screen malfunction. It was reported that there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. Investigation is ongoing.